Event description:
It was reported to boston scientific corporation on february 14, 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the laser body broke in half while on laser activation. Reportedly, a puff of smoke was observed and no fiber fragments fell inside the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation results: a flexiva ID tractip 200 laser fiber was returned broken with a kink in one piece. The fiber measured approximately 316.1 cm from the top of the connector to the tip. The fiber includes kinks. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a fracture. The pattern on the tip face was consistent with a tip detachment, likely as a result of handling during the procedure. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector, likely due to handling during setup of the procedure that caused latent damage which manifested as a failure either during the procedure or during shipment for analysis. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the break occurring during use, resulting in a misfire. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the laser body broke in half while on laser activation. Reportedly, a puff of smoke was observed and no fiber fragments fell inside the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.